Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the vizigo has a piece of white material floating inside. This was noticed by the physician after insertion. Within the valve, there was a white portion of it. It looked like it was dislodged. You can see the part shift and move as you shake it. The hemostasis valve appeared to have broken in one piece and the reporter was not sure if the hemostatic valve detached from the sheath. The sheath was replaced, and the procedure was continued. The sheath was being used on the patient and no air entered the patient. Blood was leaking out ¿like a faucet¿ and hemodynamics was fine during the procedure and post case as well. The approximate volume of blood that was lost: ¿not a lot of blood was lost, estimated about a cup¿. Surgical intervention was not needed, and medical intervention was not needed to prevent blood leakage. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Based on the completed mre, the h4. Device manufacture date has been populated with (B)(6)2021. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on 5/19/2021. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the vizigo has a piece of white material floating inside. This was noticed by the physician after insertion. Within the valve, there was a white portion of it. It looked like it was dislodged. You can see the part shift and move as you shake it. The hemostasis valve appeared to have broken in one piece and the reporter was not sure if the hemostatic valve detached from the sheath. The sheath was replaced, and the procedure was continued. According to the picture provided by the customer, the hemostatic valve is observed dislodged inside the hub on the device. A device history record evaluation was performed for the finished device 00001565 number, and no internal actions related to the reported complaint condition were identified. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)